Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported the ventilator displayed a technical failure 300, 316 alarms. No patient involvement.

Manufacturer narrative:
A zoll field service engineer was onsite for the evaluation. The evaluation confirmed the customer's reported issue. The errors were traced back to the main board. Consequently, the main board will be replaced to resolve the issue.